Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The aus was not functioning properly. It was identified that the pressure regulating balloon (prb) was herniated. The balloon was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
B5: description - updated.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The aus was not functioning properly. It was identified that the pressure regulating balloon (prb) was herniated. The balloon was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
A3a. Sex updated.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The aus was not functioning properly. It was identified that pressure regulatory balloon (prb) was herniated. The prb was explanted and a new 61-70cm prb was implanted. No patient complications were reported.